Manufacturer narrative:
On 06 may 2016 the (B)(4) project manager performed a visual inspection of the retrieved item and commented as follows: it was observed that the locking screw was broken just under the head while the remaining shaft was still in the bone-screw shaft. This failure is really unusual as the locking screw is secured with a pre-defined load (0.8n torque) by means of torque limiter device. During the test, ultimate torque to failure of locking screw was found at 1.5nm, which means quite two time than the pre-defined load. A sterile screws of the same reference and lot were taken from stock to test the fixation of the locking screw in the same manner: locking screw was successfully secured with the torque limiter and counter torque. This analysis in based on the inspection of boh the images and returned device. Batch review performed on 10 may 2016. Lot 1520525: (B)(4) items manufactured and released on 04 february 2016. Expiration date: 2021-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
When the surgeon used the torque limiter on the right c7 screws, it was impossible to hear the click of the torque limiter and also the physical feeling of the limiter. The screw was removed and a new variable screw of 4.5mm x 14mm was inserted and torque went without problems. On the backing table the surgeon could remove the central screw and it was obvious the central part was broken off of the shaft. Surgical delay was about 3/4 min.

Manufacturer narrative:
On 12 july 2016 it was prepared a final report with the information already submitted in the initial report. On 28 july 2016 the report was sent to the initial reporter and the case was closed.